Event description:
Add'l info rec'd from MFR 5/31/02: the sample was not returned to arrow for evaluation. Without the device, and the associated evaluation, no conclusion can be reached. Enclosed is a copy of the product labeling requested. There have been no design changes to the device, which could be related to the customer's complaint. The customer has indicated to arrow, that they would prefer a catheter made of teflon material rather than the polyurethane catheter in this product. Teflon is no longer available. Also, the catheter kinking problem seems to be confined to this hosp and only occurs when the catheter is left indwelling longer than generally is done in most pts. The problem is confined to long term use in the neuro - i.c.u.

Event description:
This is the third submission for the arrow arterial catheter which softens at body temperature and is prone to kinking.